Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -6.5/1.5/98 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Excessive vault was observed.

Manufacturer narrative:
H6: work order found no similar complaints. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5- on (B)(6) 2023 the lens was exchanged with the same model, shorter length lens and the problem was resolved. Status of the eye: "patient is happy". Claim# (B)(4).

Manufacturer narrative:
Corrected data: g2: germany, claim# (B)(4).